Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient had 24 hour chemotherapy infusion where cytoxan/cisplatin/etoposide were mixed. The infusion was started at 1808. However, the infusion completed on the following day at 1600 which was 2 hours earlier than expected. The patient also undergone 24 hour of doxorubicin which was running parallel to the previous infusion, ended at the expected time of 1800. The pump was then removed from use. There was patient involvement but no harm.

Event description:
It was reported that the patient had 24 hour chemotherapy infusion where cytoxan/cisplatin/etoposide were mixed. The infusion was started at 1808. However, the infusion completed on the following day at 1600 which was 2 hours earlier than expected. The patient also undergone 24 hour of doxorubicin which was running parallel to the previous infusion, ended at the expected time of 1800. The pump was then removed from use. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.